Manufacturer narrative:
(B)(6). The device was manufactured between 17jul202 and 20jul2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After 24.5 hours, the device was observed with "significant under infusion". The device had been filled with 12000mg flucloxacillin in 230 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.